Event description:
The conmed goldvac pencil was on the field in the holster. No one was touching the holster or pencil and the pencil was activating. The surgeon did suck/remove some fluids from the surgical site with the goldvac pencil.